Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reports son received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 27093b, reader sn (B)(4). On (B)(6) 2022, customer tested positive with abbott binaxnow antigen test. Customer also states son tested positive with an antigen test after obtaining the false negative result, but did not specify test date or brand of antigen test. Although requested, customer was unresponsive and no further information was provided.

Manufacturer narrative:
Investigation conclusion: the complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.